Event description:
The manufacturer received information alleging a ventilator inoperative / red screen alarm condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative / red screen alarm condition occurred on a trilogy evo ventilator. There was no harm or injury reported. The device has not been returned to the manufacturer for a device evaluation. At this time, we are unable to confirm the alleged malfunction. The customer emailed a response on 07/14/2025 from a good faith effort communication stating that the trilogy evo ventilator is currently on a patient and working fine. Apparently, it was reported as needing repair, but it actually just needed to be charged and updated and has been working fine now. A final report will be sent, and no further investigation is required. The section h coding has been updated to relect this new information. If at a later date, the unit is returned for a device evaluation, a supplemental report will be sent with additional information.